Event description:
On (B)(6) 2009, patient reported she would push either up or down button to bolus and infusion device response was very slow. She states initially issue was mainly with the up button and then gradually the down button began malfunctioning and not responding. Patient reports both buttons are not responding at all at this point. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.